Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one year and seven months post port placement, patient referred for port flow study for difficult aspiration of right chest port. Recommended for catheter removal. Around five days later, patient presented for right chest port removal and replacement due to recent catheter abnormalities identified on port check study. Patient underwent removal of pre-existing right chest port and new port was placed. The images demonstrated well positioned single lumen port located in the upper right chest with the catheter tip at the right atrium. Additionally, the existing right chest port catheter was noted to be broken in the midportion upon removal. Therefore, the investigation is confirmed for the reported suction problem, difficult to flush and fracture. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. (Expiration date: 06/2022), section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that one year, seven months, and fourteen days post a port placement via the right internal jugular vein for administration of thyroid medication infusions, the port allegedly had difficulty in aspirating, or drawing fluids in and out. It was further reported that the device had allegedly broken and was nearly completely severed in the mid-portion of the device. Reportedly, the port was removed and replaced. There was no reported patient injury.

Event description:
It was reported through the litigation process that one year seven months and fourteen days post port placement via the right internal jugular vein for administration of thyroid medication infusions, the port allegedly had difficulty in aspirating, or drawing fluids in and out. It was further reported that the device had broken and was nearly completely severed in the mid-portion of the device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.